Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was twisted. No imaging core windup was found within the telescope and sheath sections of the device. Impedance testing showed an electrical open at the proximal end of the catheter which x-ray images showed resulted from a broken coax cable at 130 to 140 cm.

Event description:
Reportable based on device analysis completed on 28nov2023. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, no image was shown. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was twisted.